Event description:
Adverse event(s): "the pt impact is unk" (no known impact or consequence to pt). Product problem(s): "system messages displayed" (device displays error message). The nurse reported system messages displayed when the system was turned on. The nurse was unable to clear the system messages. The nurse was called for more info on the event, and pt status with no response to date. The pt impact is unk.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The footswitch cable and solenoid spacers were replaced and disposed of. Preventive maintenance was performed. The system was then tested and met all product specs. (B)(4).